Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the cause of the cut probe and missing glue likely occurred from excessive force applied to the distal end. The specific root cause could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: : "do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The event date is (B)(6) 2021, when the probe was noted to be cut. Further inspection of the returned device found the bending section glue chipped and cracked. One broken element was noted in the ultrasound image. The scope ID chip showed 316 total uses. The cause of the physical damage to the scope cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during reprocessing , a bad artifact was noted on the scope¿s probe. There was no patient involvement. The device was returned to for evaluation and found the probe pink rubber cut and the screw hole missing glue. This report is being submitted to address the probe¿s cut rubber and missing glue noted during evaluation.